Event description:
Customer reported blood glucose in the 40s mg/dl. Customer was given an IV of antibiotics for low results when going to the doctor for a check-up on a recent nose surgery. Customer was admitted to the hosp. Customer stated device had been giving to the hosp. Customer's device =200 mg/dl. A different device = 140 mg/dl. Customer's blood gluocse was monitored. No treatment. A request was made for return product and replacement product was sent.